Manufacturer narrative:
The needle mechanism was inspected and no damages or defects were observed that would result in the soft cannula failing to properly insert, the cause of which could not be determined. No damages, tears, or leaks were found in the fluid path during the leak test. No problems were found with the pod during the investigation that would cause fluid leaking during wear. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours. Insulin was reported to be leaking during wear. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Upon pod removal the cannula appeared to be bent. As treatment, a manual insulin injection was administered, and a new pod was placed and activated.